Event description:
Product analysis was completed for the handheld device. The cause for the device not being able to power on is associated with the battery latch being in the unlocked position. Once it was moved to the locked position, no anomalies associated with the handheld performance were noted during testing. This is not a malfunction and appears to be a user related event. Product analysis was completed for the software flashcard. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that the handheld device would not power on. The handheld device and software flashcard have been returned to the manufacturer where analysis is currently underway.